Event description:
The patient was implanted on (B)(6) 2025. On (B)(6) 2026, bwm was informed that the patient experienced delayed wound healing, inflammation, and a potential infection at the incision site. The patient was treated with two courses of antibiotics, after which the incision color returned to normal; however, an opening remained at the incision site. The treating physician subsequently evaluated the incision and determined that it was healing appropriately, with no restrictions on activities, including pool use. The patient was advised to continue revi treatment. As of (B)(6) 2026, the infection appeared to be resolved following antibiotic treatment, with no remaining concerns reported.

Manufacturer narrative:
On (B)(6) 2026, the treating physician evaluated the incision site; patient was instructed to continue revi treatments. Infection appears to have been successfully treated with no remaining concerns.